Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer complained of questionable inr results for multiple patients. Of the data provided, there were discrepant inr results for 2 patients from coaguchek xs pro serial number (B)(4) compared to the laboratory results. For patient 1 the result from the meter was 2.8 inr and the result from the laboratory was 2.09 inr. The result from a different laboratory was 2.12 inr. For patient 2 the result from the meter was 3.7 inr and the result from the laboratory was 2.66 inr. The result from a different laboratory was 2.63 inr. There was no allegation of an adverse event. The qc was acceptable. The suspect product was requested to be returned for investigation. Retention test strips (lot 32264212) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.